Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 12/2025.

Event description:
It was reported that prior to a port placement procedure, the catheter reservoir was allegedly contaminated with a hair. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed bardport MRI implantable port kit was returned for evaluation. Gross visual evaluation was performed. In addition to the sample received, one photo was provided for review. One bardport MRI implantable port, partial view of one syringe, introducer needle, guidewire hoop, and one catheter were visible in the provided photo. The investigation is confirmed for the reported contamination issue, as a piece of hair was also noted to be attached to the catheter received within the kit. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4(expiry date: 12/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the catheter reservoir was allegedly contaminated with a hair. The procedure was completed using another device. There was no patient contact.